Manufacturer narrative:
H3: the recharger 97755, serial number (B)(6) was returned for product analysis. Analysis found no anomalies and no issues recharger telemetry module (rtm) finding implantable neurostimulator (ins). The device passed the final functional test. H3: the battery pack m995402a001, serial number (B)(6) was returned for product analysis. Analysis found no anomalies. Battery charged when placed in known good controller. And was read by battery pack reader and met specification requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative without the patient present stating that the patient is very upset, as they were sent all new equipment and it arrived and was dirty with a "broken battery pack". Later stating "some sort of weird battery plate". Representative then states the patient is still having a hard time connecting to their implantable neurostimulator (ins) but never had an issue before. Representative states she met with the patient yesterday and they were able to start a normal charge session, but it took a lot of pressure. She does not feel like the implantable neurostimulator (ins) is too deep or tilted. She is unsure if there have been any changes in weight or major falls recently. Representative is asking to send all new equipment to the patient, but also wondering if it is the ins/pocket. Technical services (tss) reviewed that the patient has been sent multiple pieces of equipment in the past and reviewed repair process. Technical services (tss) reviewed that it is possible the door on the li battery pack is the wrong size. Technical services (tss) sent email to principal of scs in order to escalate this case. Technical services (tss) reviewed that if meeting with the patient in person, calling technical services (tss) at that time while with the patient and their equipment would be helpful. It was also reported that patient sent back their replacement battery pack and recharger with no additional information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient was charging their implanted n eurostimulator today and in the middle of charging the controller shut itself off and patient could not get it restarted. Patient noted they had to reset the controller 5 times before the controller would turn itself back on. Patient stated they were tired of calling medtronic because their equipment was failing. Patient noted since they got the controller the screen was not responsive to the touch and they had to press really hard sometimes. Patient noted additionally the battery pack was not holding its charge and would deplete before charging 20% of the implant. During the call patient verified no visible damage to the recharger. Patient reset their controller. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. No symptoms were reported. Patient called back and shared that they received a new controller and battery pack. The reason for call was the patient had a hard time trying to charge their implant. Patient shared that yesterday when trying to charge their implant, the controller shut off. Patient reset the controller and that resolved the issue. Patient noted that when charging their implant this morning, the controller battery pack drained fast. Patient stated their implant was at 60% and the controller was at 40% and within 10 minutes of charging the implant, the controller was completely dead. Patient charged the controller to full and attempted another implant charge session and was able to charge the implant (agent understood that the implant got up to 100% and the controller depleted to 80% but the controller screen never said "finished"). Patient also reported that the controller couldn't find the device when charging their implant (agent understood as no device found). The issue was not resolved. Agent sent an email to repair department to replace the rechar ger. Agent closed case. Additional information was received from a patient (pt). It was reported that they were having difficulty charging their implant and received replacement external equipment like the recharger and controller. Patient mentioned the battery was not good because the implant was at 70% and the controller was 40% and the controller only charged the implant to 80% before the controller died. Patient mentioned the controller shut off and they couldn't get it to turn back on so patient reset the controller. Patient mentioned the controller showed the battery was low but stated they were only at 80% and they charge their controller every other day. Patient mentioned they always charge and can't afford for the charge to go low but charging the implant takes so much of the controller battery. Agent asked clarifying question and patient mentioned they had no falls but had surgery on their stomach back in january and their implant was shut off. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 30% and implant 80%. Agent reviewed device function and reviewed to fully charge their controller thencharge their implant. Agent informed patient if they are still having issues to follow up with their hcp to further address the issue. Patient mentioned they had trigger point injections in their muscle. Additional information was received from a manufacturer representative (rep). Agent reviewed all the components have been replaced since first call in march. Agent will replace all products via repair with sns noted in the secure note. Caller to respond to email to confirm shipping address. A replacement controller, battery pack, and recharger were sent out. Additional information was received from a patient (pt). It was reported that they were told they would be sent new equipment but received used equipment that was in worse shape than what they already had. Patient stated the recharger they received had marks all over it, and it's incredible unsettling that medtronic would send a used paddle since those touch people's skin. Patient stated it's completely unsanitary. Patient stated the controller they received had dust and debris inside the battery compartment and scrapes all over it. Patient stated none of the equipment came in bags, and usually new equipment arrives in bags. Patient stated that this is an engineering problem because the paddle gets hot from their body heat which overheats the controller and causes the battery to drain. Patient stated the belt is too big and slips off out of place, and then the controller loses the connection and shuts off. Patient stated this is a complete engineering issue because it's designed for people to sit still, but people can't sit still. Patient stated if they could they would have this implant taken out of them. Patient stated they're sending all of the used equipment back to repair. Patient stated they're going to call their doctor's office and ask for a different rep.